Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a tube has collapsed inside the trachea of a patient with bronchospasm. In this case, the patient had to go to the operating room for a tracheostomy, but it was finally resolved without the need for it. The customer also stated that it is not a particular lot problem, but a problem with all the tubes they have, and that is a problem they are facing with patients with difficult anatomies, since the tube has to be directed to its insertion, but they are not rigid enough and it bends when force is used. The event occurred during patient use. There was no reported patient harm, medical intervention or adverse outcome as result of this event. It was reported that no further information is available.